Manufacturer narrative:
(B)(4). Approximate age of device ¿ 38 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with hematemesis, dark stool, and that the patient¿s hemoglobin was 5.5 g/dl on admission. The patient has been off aspirin (asa) with lower inr goal 1.5-2.0. Esophagogastroduodenoscopy (egd) revealed actively bleeding duodenal arteriovenous malformation (avm). The areas of bleeding were injected with epinephrine, and gold probe cautery was performed. The patient was transfused and the gi bleed was reported as resolved. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.